Manufacturer narrative:
(B)(4). Discrepant negative b(abo2) typing result in forward typing for one patient. The root cause could not be confirmed although it could not be excluded to be sample related, due to the patient having a weak b(abo2) subgroup. No general product failure is identified. No biased result was reported to a physician. The patient was not harmed.

Event description:
On 26 november 2021, a customer contacted ortho care to report a false negative result in abo forward typing for one patient using ortho mts system abd monoclonal and reverse grouping card lot 0715521037-09 in conjunction with their ortho vision ID-mts analyser. Complainant/complaint reporter: (B)(6) ¿ laboratory supervisor. Event date: (B)(6) 2021. Reported on 26 november 2021 by helen brady to ortho care helpdesk reagent ortho mts system abd monoclonal and reverse grouping card (product code mts080515; lot 0715521037-09; expiry 29 april 2022). Patient clinical history: patient had a historical abpos blood type. No transfusion history provided. Patient sample also exhibited some rouleaux as per customer. The customer reported that, on (B)(6) 2021, they had tested a patient sample for abo forward grouping using ortho mts system abd monoclonal and reverse grouping card lot 0715521037-09 in conjunction with their ortho vision ID-mts analyser, and that they had obtained the following reactions: (B)(6). The customer stated that due to this patient having a history of abpos blood type, they were expecting a positive result with the anti-b(abo1) well. The customer reported that they had repeated testing using the same reagent and analyser, and that they had again obtained the same result. The customer reported that they had then repeated testing using several lots of mts abd monoclonal and reverse lots (lot info not provided), and that all other lots produced a 2+ reaction with the anti-b(abo2) well. Tube testing with ortho reagents (lot info not provided) also obtained 3+ anti-b(abo2) results. The customer also reported that the patient was found to have blood type ab pos with a weak subgroup of b(abo2). The customer reported that no erroneous results were reported to a physician. The customer reported that the patient had not been harmed as a result of the reported events.